Event description:
It was reported that the user experienced difficulty removing the ilet connector during routine supply changes while using prefilled fiasp cartridges, despite following the correct process and attempting tools, which required assistance from a family member; troubleshooting and education were provided, and replacement connectors were shipped. Symptoms included user anxiety and dexterity-related difficulty manipulating the connector without any reported adverse glycemic symptoms. Outcomes included no changes to blood glucose control, no alerts or alarms, and no medical treatment or hospitalization. Investigation included customer interview, review of device use and handling, and provision of replacement supplies. Investigation of this case revealed no device alarms and no reported performance impact on glycemic outcomes. It was concluded that the event involved user difficulty removing the connector, with device replacement supplies provided and education completed, and no clinical harm reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.